Manufacturer narrative:
E1: initial reporter phone: (B)(6) good faith effort attempts were made to try and retrieve the product status and additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a stent damaged occurred. A 9.0 mm x 30 mm x 135 cm express ld vascular stent was selected for use. Upon unpacking, the stent was found to be damaged and was not used. The device was exchanged, and the procedure was completed with another of same device. The patient remained stable, and no adverse events were reported.